Manufacturer narrative:
Additional information: d9, h3 plant investigation: a sample from the reported lot was returned to the manufacturer for physical evaluation. The header was found to be cracked on the cavity ID end. The dialyzer was then subjected to a bubble point leak test. There were no leaks found. There were no signs of an internal leak. Upon deconstruction there were no issues found internally. The reported issue is confirmed. The probable cause for this failure (cracked header) to occur could be rough handling of the dialyzer during manufacturing, shipping, or by the end user. Where the damage may have occurred is unknown. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There were two approved temporary deviation notices (dn) reported on the lot which were unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Event description:
A user facility registered nurse (rn) reported to fresenius that a dialyzer blood leak occurred during the patient's hemodialysis (hd) treatment. Additional information was obtained during follow-up. The leak occurred internally and externally. Upon treatment initiation a leak started at the arterial cap of the dialyzer and dripped onto the floor. The blood leak was also visually observed in the hansen line. The rn paused treatment immediately, before the fresenius 2008t machine could alarm with a blood leak alarm. Blood leak test strips were used and tested positive for the presence of blood. There was no defect or damage noted on the dialyzer. The patient¿s estimated blood loss (ebl) was approximately 100 ml. The rn stated that a prophylactic antibiotic, ancef (2 grams, intravenous push (ivp), one day), was administered to the patient prior to the completion of treatment. The rn confirmed that despite the prophylactic antibiotic, there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. The patient was restarted on a new machine and treatment completed successfully with new supplies. The complaint device was reported to be available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility registered nurse (rn) reported to fresenius that a dialyzer blood leak occurred during the patient's hemodialysis (hd) treatment. Additional information was obtained during follow-up. The leak occurred internally and externally. Upon treatment initiation a leak started at the arterial cap of the dialyzer and dripped onto the floor. The blood leak was also visually observed in the hansen line. The rn paused treatment immediately, before the fresenius 2008t machine could alarm with a blood leak alarm. Blood leak test strips were used and tested positive for the presence of blood. There was no defect or damage noted on the dialyzer. The patient¿s estimated blood loss (ebl) was approximately 100 ml. The rn stated that a prophylactic antibiotic, ancef (2 grams, intravenous push (ivp), one day), was administered to the patient prior to the completion of treatment. The rn confirmed that despite the prophylactic antibiotic, there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. The patient was restarted on a new machine and treatment completed successfully with new supplies. The complaint device was reported to be available to be returned to the manufacturer for evaluation.